Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope could potentially have broken pieces remaining inside the scope from a broken cleaning brush. The issue occurred while cleaning the scope with the brush before putting it in the scope washer machine. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. Corrected fields: g2(health professional checkbox selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed the adhesion/clogging of material in the scope, but the type of material cannot be identified. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed because reprocessing was not conducted properly due to leakage from the biopsy channel. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for use (IFU) states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.